Manufacturer narrative:
Imix is reporting this incident as manufacturer and system integrator of sonorad digital radiography system which integrates imix digital radiography detector with the stand manufactured by (B)(4). Based on the preliminary investigation, initially, it was considered as an isolated incident and an error by the operator and the investigations did not reveal any root cause for the problem. After further studies and engineering evaluation of the unit, it was determined that an interference introduced by the electrical noise from the external key pad control unit could result in such a movement. All other possible scenarios were ruled out. As a corrective action, a field notice was issued to disconnect the external key pad control unit. This does not have an effect on functionality or safety of the device. As a preventive action, imix is planning to install a collision sensor as an added safety feature to avoid any such unintended movement. Imix's internal corrective action (B)(4) will continue until effectiveness of the corrective/ preventive action is confirmed. This report is not meeting the FDA's required reporting time frame due to the fact the imix did not identify this incident as a reportable event. However, after careful study of the event/s, imix management decided to send this report to FDA.

Event description:
Somarad digital x-ray radiography system was in use at the (B)(6). The stand began to move by itself and the operator activated the emergency off switch to stop the movement. There was a pt in the vicinity but the movement did not impact the pt. No injury to a pt. No accidental radiation exposed.